Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure to treat atrial fibrillation (a fib) an intellanav mifi open-irrigated catheter was selected for use. During the first ablation the generator alarmed for a "high temperature" error message. It was noted that the that the luer lock connection of the irrigation port on the catheter was fractured and leaking fluid. A maestro 4000 pump was in use at the time and the flow rate was 17 ml/min. The catheter was exchanged for another of the same model and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated catheter was returned to boston scientific for laboratory analysis. A visual inspection was performed, and the irrigation extension tubing of the catheter was found partially detached/separated from the luer fitting at the adhesive joint. A media inspection was performed, and there was a picture attached in the complaint to confirm the detachment/separation from the luer fitting at the adhesive joint. Laboratory analysis confirmed the reported clinical observation.

Event description:
During a procedure to treat atrial fibrillation (a fib) an intellanav mifi open-irrigated catheter was selected for use. During the first ablation the generator alarmed for a "high temperature" error message. It was noted that the that the luer lock connection of the irrigation port on the catheter was fractured and leaking fluid. A maestro 4000 pump was in use at the time and the flow rate was 17 ml/min. The catheter was exchanged for another of the same model and the procedure was completed. No patient complications were reported. The device has been returned for analysis.